Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal failure was most likely a small air gap from between the automated impella controller and the patient cable plug based on the data log and clinical review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported there was a placement signal unreliable alarm. No other issues were noted. The patient was successfully weaned from the pump and the device explanted. There was no reported harm or injury to the patient.